Event description:
It was reported that the patient developed an infection. The device was explanted. The patient was seen in clinic post procedure and is feeling better and getting his strength back.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).